Event description:
While getting access for pacemaker, microwire wrapped around wholey wire and got knotted while getting second access. We were trying to get it unknotted and the microwire broke. We had to call intervention radiologists to retrieve wire from patients left subclavian vein by snare from groin access.